Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, customer was unable to issue medication. A technical support specialist remoted into the station guided the customer to issue medication. Then medication was issued. The system functioned as intended after the technical support specialist guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had prescription verify issues, prescription was verified but unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.